Manufacturer narrative:
The insulin pump was received missing o-ring battery cap, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the rubber ring at the top of the battery cap came off. The insulin pump will be returned for analysis.